Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/1/2024, a facility notification was received via email regarding the pmcf study. The facility representative reported that a fibertak pulled out of the patient's bone and cortical failure upon the device being tightened. Revision surgery was performed as an additional treatment. The physician did not disclose the occurrence dates and surgery type for either surgery. The procedures were performed to repair the patient's acl and pcl instability.